Event description:
It was reported that a shaft break occurred. Vascular access was obtained via femoral artery. The 15mm x 2mm, 100% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery with a significant bend of greater than 90 degrees. A 2.00mm x 15mm maverick balloon catheter was selected to dilate the lesion. The physician could not use the device to pass the lesion because it was "broken". The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a maverick2 balloon catheter with a maverick2 shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. The balloon was tightly folded. The hypotube was completely separated 75cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via femoral artery. The 15mm x 2mm, 100% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery with a significant bend of greater than 90 degrees. A 2.00mm x 15mm maverick 2 balloon catheter was selected to dilate the lesion. The physician could not use the device to pass the lesion because it was "broken". The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.